Manufacturer narrative:
H10: the suspect device has not been return for investigation. Clinical trainer from the hospital stated that the vent went black only for an instant, as the battery was in place. The registered nurse (rn) reported and they had to pull the vent. Log review found two instances of tf 324 (battery faulty). Advised that this may relate to their power outage depending on the accuracy of the internal time on the device. Based on alarms and age of batteries, it is recommended to replace battery. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 us screen went black while in use on a patient. The registered nurse (rn) confirmed that they had a power outage but the vent kept on ventilating. Furthermore, there is no information for patient harm.

Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. A concrete root cause could not determined. No failure visible on the logs. No unintended shutdown or hw failure visible on the logs. All the shutdown were triggered by the user and acknowledged by the user. Even though power supply interruptions are visible during the mentioned period bellavista functioned as designed on battery power.